Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: 799 rev. D h2) please see section a1-4, section b5, and the additional codes section for the other additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a less than one hour surgical delay, no known impact to patient outcome, the issue occurred intra-operatively, and the procedure being performed as a cervical spine procedure.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when trying to switch from 2d to 3d mode, the pendant would intermittently go into standalone mode and initialization. The manufacturer representative (rep) advised the site not to use the system since it kept switching from "working" to standalone mode. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, product ID: bi71000167, product ID: bi71000194,h6: multiple annex g codes were coded for this event. G02004 was coded for product bi71000167. G04063 was coded for product bi71000194. G04096 was coded for product bi71000424. H3, h6: the system was serviced in the field and the umbilical cable was replaced. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: 799 rev. D h2-3) the umbilical cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the cable had electrical failure as when the cable was installed to a test system, the test system would not initialize. Codes: b01, c02, d02 h2) the following product ID was returned unused and is no longer relevant to this product event: product ID: bi71000424. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.